Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no power when connected to 2 batteries. They then switched to wall power and had no issues. The patient then switched to new battery clips and batteries, and again had no power. The system controller was exchanged back to their original controller. Log files were sent for review. It appeared that the event log file contained no unusual power event during the history. The overall history captured in the event log file was from 02jul2025 9:20:00 through 02jul2025 at 13:10:05 due to frequently occurring pulsatility index (pi) events. The periodic log file appeared to have indicated that the emergency backup battery (ebb) was used 2 times on (B)(6) 2025, but details from the log file were not available.

Manufacturer narrative:
Section d4: device information was requested but not provided. Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed as no log files were submitted for review and no products were returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the system controller exchange, if any log files were available for review, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.